Manufacturer narrative:
Investigation summary: no complaint product returned to evaluate. No logs to review. Mechanical interaction with blood (hemolysis): the root cause of reported hemolysis issue cannot be determined since the complaint device not returned for analyze and insufficient clinical details provided. Device history lot: lot#: 1979725. Device history batch: sub-component lot#: n/a. Device history review: the pump (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Hemolysis was reported, and pump support was reduced from p8 to p6. Hemolysis was confirmed by plasma-free hemoglobin laboratory testing and was managed by repositioning the pump. The patient subsequently expired.